Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the set screw of the pacemaker had an unspecified fitting issue. The pacemaker was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of the wrench would not engage the rv-setscrew was confirmed. Analysis revealed that the user/physician had stripped the rv-setscrew due to incorrect wrench insertions into the setscrew inset. Additionally, the setscrews should be tightened using abbott torque wrenches. This problem is related to the user¿s incorrect use of the wrenches involved.

Manufacturer narrative:
Correction- section b5- the statement was updated to "the hex wrench failed to engage the set screw of the rv port".

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the hex wrench failed to engage the set screw of the rv port. The pacemaker was removed and replaced. The patient was in stable condition.